Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter withdrawal difficulties were encountered. The target lesion was located in the brachial artery in the right arm. An 8.0x80, 75cm gladiator¿ balloon catheter was used to perform angioplasty. However, as the device was being removed, the shaft of the device started to stretch causing difficulties in removing the device. The device was eventually removed and the procedure was completed. No patient complications were reported and the patient's status was fine.